Event description:
Information was received based on a journal article referencing oxford phase iii knee. No part or lot numbers were provided. The information provided indicates 10 revisions were performed for various reasons including tibial collapse/fracture, tibial loosening, early sepsis, instability, and pain, out of 115 knees studied. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in the journal article titled "is recovery faster for mobile-bearing unicompartmental than total knee arthroplasty?". The association of bone and joint surgeons 2009- volume 467, number 6, june 2009. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The article was written by adolph v. Lombardi jr. Md, keith r. Berend md, christopher a. Walter do, jorge aziz-jacobo md, nicholas a. Cheney do. Manufacture date - unknown.